Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that it was not possible to update the programmer. The programmer could not be updated with ethernet or universal serial bus (usb). The software was reinstalled and updated to the newest version. It was also determined at analysis that the stylus could not be used as the tip was missing, the stylus was replaced. The upper and lower handle was cracked. The keyboard left and right hinge and left sliding rail was broken. The left and lower right bullets were broken, the paper tray was nearly empty. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to update the programmer. The device has returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.